Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer reported that they had big problem with infusion set last night and she wasn¿t getting any insulin. The customer¿s blood glucose was 580mg/dl at midnight. When the customer removed cannula it was kinked and began treating with shots until she got home this morning and changed set and site. Patient's current blood glucose was 150 mg/dl. The customer declined troubleshoot on pump for high blood glucose as she feels cause was bent cannula. The insulin pump will not be returned for analysis.